Event description:
Pt underwent a racz procedure. The racz catheter was placed and appeared to be functioning well. The next day pt presented to the pain management clinic for a treatment. Upon infusion of saline into the catheter, the doctor noted that the saline leaked out. The catheter appeared to be fractured. The device was then removed intact and the pt was sent home in stable condition.